Event description:
Event description the distributor received information that this oscor lead was removed from service. The patient with this lead and an implantable pulse generator (ipg) was noted to have ventricular threshold measurements less than 4.5 volts. The physician elected to replace the lead and the ipg was also replaced at this time.